Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The user facility¿s biomedical engineer (biomed) stated that the broken latch was discarded, therefore no part will be returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the red ultrasonic air sensor (uas) latch was broken. The device was not changed out, as they temporarily used adhesive tape to secure the unit. Using this method of securing, the unit has been successful and unit was functioning properly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.